Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider reported a patient was having a recurrence of symptoms with nausea and vomiting. They also had abnormal emptying. The hcp did a gastric empty study about 3 weeks prior to the report and there was very little gastric activity. The patient was having severe reflux since about 4 months prior to the report and the patient's gastroparesis issues began about 6-8 weeks prior to the report. They wanted to have the device checked to see if it was working. No further complications were reported/anticipated. Additional information received reported the patient had a j-tube placement to control the symptoms and noted the symptoms were cont rolled. They were not able to check the gastric pacemaker. No further complications were reported/anticipated.